Event description:
Upon removing inner dilator, the tip of an ev-3/microvena us-1806 guidewire was noted as fractured, and left in the pt. The next day, during a planned intervention of a percutaneous nephrolithotomy, they retrieved the tip of the us-1806. No adverse sequelae was reported.